Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The non-return valve assembly (nrv) was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in patient use when the reported event occurred.